Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0qq09, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had symptom return and was feeling stimulation uncomfortably in the anus. The patient had a successful basic evaluation and then the patient stated that the implant didn't work. The hcp made several attempts to change programs and make reasonable adjustments to the system, but the patient's symptoms didn't get any better. A lead revision was performed on (B)(6) 2015 to address a possible issue with the lead. It was found that the lead was placed in s4. The battery also showed impedances on several electrodes with the old lead, as well as the new lead. A new lead and battery were implanted in the patient. It was unknown if the issue was resolved and the patient was alive with no injury. The lead and implantable neurostimulator (ins) would be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Refer to manufacturer's report #3004209178-2015-25287 for the patient's ins being replaced due to high impedances and manufacturer's report # 6000153-2015-00554 for the lead placement issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0qq09, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Additional information received updated patient information.